Event description:
A surgical technician reported that a pt who underwent bilateral lasik was diagnosed with stage 1, diffuse lamellar keratitis (dlk) in both eyes, at the one day postoperative visit. The pt was asymptomatic. The topical steroid drops was increased in a follow up, the technician reported that the event resolved with the treatment, and the pt was doing well at the three-weeks postoperative visit. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the device was reviewed. The associated device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).